Event description:
The pt expired while suffering with cystic fibrosis. The pt was also being treated for diabetes with pump therapy utilizing the animas pump at the time of their death. The exact cause of death is currently not known.